Event description:
This case occurred outside of USA, in italy. On (B)(6) 2023, the italian subsidiary notified teoxane of an issue involving a rha 4 product. According to the information received, on (B)(6) 2023, a patient was injected with 0.3 ml of teosyal rha 4 into the bilateral nasolabial folds.  One day after injection, on (B)(6) the patient presented with burning sensation, accompanied with redness on the right nasolabial fold, and right nasal alar area extending to the periorbital region. As a corrective action, the patient received 1500 iu of hyaluronidase. The day after treatment, on (B)(6) 2023, the patient was seen again by the practitioner, who noticed an improvement in the symptom's evolution, however the redness was still present on the right nasolabial fold and the nasal alar area another dose of hyaluronidase (500 iu) was administered.  On (B)(6) 2023, the patient was again followed up with the practitioner, who noticed the presence of a fee smile pustules. The practitioner sought advice for the management of this case, therefore a local medical expert was mandated immediately to provide the clinical assessment. The latter confirmed the diagnosis of vascular complication and suggested to administer additional dose of hyaluronidase (900 iu). On (B)(6) 2023, the injector administred additional dose of hyaluronicase (300 iu) and four days later, on (B)(6) 2023 he prescribed antibiotic (bassado, 2 tablets per day for 7 days). The patient previously had rha 3 in the nasolabial fold and botox . She has herpes, acne, allergy for amoxicillin and dust. The patient suffers from hashimoto and taking euthyrox.   On (B)(6) 2023, we were informed that following the corrective action, the symptoms was resolving properly, and the patient was much better than before. The situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
According to the information received this case would be related to a vascular complication, which is well-known and described adverse reaction to hyaluronic acid filler injections. The appearance of the localized color changes could indicate that arterial occlusion has occurred. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.